Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The article "first in man: transapical aspiration of a mitral mass with angiovac system on beating heart" was reviewed. This was a case report of a patient who underwent successful off-label use of the angiovac system to remove a mass on the mitral bioprosthesis that had not regressed in size despite both antibiotic and anticoagulant therapy for endocarditis or thrombosis. An abbott mitral valve prosthesis had been previously implanted in the patient. There is no allegation of malfunction against the abbott device. (B)(6).

Manufacturer narrative:
Additional information for:g4, g7, h2, h6, and h10. As reported in a research article, a patient had a mass on the valve, suspected to be endocarditis or thrombus, and the mass was aspirated. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.